Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: it was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. This was discovered via CT scan during the procedure. The initial size was small and chest x ray after the procedure showed a moderate size pneumothorax. The target lesion was in the left lower lobe and about 14 millimeters (mm) in size. The distance of the lesion from the pleura was 8 mm. The patient had chest pain and pain reliever was given to address the issue. A chest tube was placed for the pneumothorax. The patient was admitted for 2 days and was subsequently discharged home. The physician believed that the pneumothorax was device related because the robotic bronchoscope was directed on the pathway generated to the target using both ¿preview mode¿ and the non-preview / regular pathway identified. However; when the system indicated the target was reached, a radial probe did not provide any echogenic image. Hence, an intraprocedure 3-dimensional limited CT scan was performed. This revealed the distal tip of the robotic bronchoscope was nearly 12-15 mm distal to the target lesion and the same images revealed a small basilar pneumothorax. There was no device malfunction associated with the event.